Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 402 mg/dl. The patient noted the needle mechanism deployed early but still applied the pod to the arm and wore the pod for between 1 and 4 hours. The patient went to the hospital and was treated with insulin and calcium serum. The patient was released after approximately four hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 1905 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in the needle deploying early.